Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on november 2, 2017 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause of the intermittent image could not be determined, but it is likely that the age of the device, three (3) years and six (6) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently display horizontal white lines and then the image would disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.